Manufacturer narrative:
H.6.investigation summary one photo of a loose safetyglide needle was received and evaluated. It was observed there was no safety shield present and the cannula was separated from the hub. It appeared there was insufficient epoxy on the cannula, which was reject per product specification. Potential root cause for the cannula separation defect is associated with the safetyglide needle assembly process. When the needle was assembled to the plastic hub no epoxy was applied; the needle was been hold by the safety mechanism. When the safety mechanism got activated the needle got loose. No corrective actions are necessary based on the defective rate identified. Batch 7212757 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle sftygld 22x1-1/2 rb cannula broke off from the hub. The following information was provided by the initial reporter: material no.: 305900 batch no.: 7212757 it was reported the needle broke off from the hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 22x1-1/2 rb cannula broke off from the hub. The following information was provided by the initial reporter: material no.: 305900 batch no.: 7212757. It was reported the needle broke off from the hub.